Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi mode was observed. Patient felt a notification alert on (B)(6) 2017 and the patient ignored the alert. High voltage therapy was disabled as patient is no dependent on the device. Upon review of the device image, noise was observed on the device as well. It was recommended to replace the device. Physician opted to restore the device and not explant and replace the device due to the patient not being dependent on the device. Device restore was performed successfully. Patient was stable and will continue to be monitored.